Event description:
Report rec'd that pt is experiencing seizures. Hcp f/u indicated the pt's diagnosis was chest pain. Pt had been having intermittent seizures but no loss of consciousness. The pt was treated with removal of the spinal cord stimulator. The pt has had no sequela.